Event description:
Customer reported they experienced hypoglycemic event while their freestyle meter provided normal readings. Paramedics were contacted. Paramedic reading was not provided within report but the customer indicated the reading was low. An unk brand of meter was used for comparison. Tests were upon a finger site. Customer received juice to raise blood glucose. Customer was not admitted to hosp.